Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an insulin syringe. The customer reports that after giving the patient a subcutaneous injection, the nurse was unable to activate the safety barrel with one hand as it was stuck in place. Instead she tried a two hand approach: one to hold the syringe and one to attempt to activate the safety barrel. The safety barrel remained stuck in place and her hand slid over the barrel and was scratched by the tip of the needle. The nurse then jerked her hand back and the needle stuck the tip of her finger. In addition, the customer reports that the patient is known (B)(6). In response to this incident, the nurse was placed on anti-viral medication within 3 hours of being stuck with needle. Baseline testing has been done but the results are not available at this time. Follow up testing is scheduled to be conducted at the 1, 3, 6, and 12 month intervals from the date of this incident.